Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a peripheral vascular procedure the physician had acquired retrograde femoral artery access. While retrieving the catheter over the guidewire the catheter tip detached. The catheter tip was retrieved as the catheter tip remained on the guidewire and was removed together with the guidewire. No additional consequences or interventions were deemed necessary.